Event description:
Boston scientific crm received information that this right ventricular lead was not capturing at max outputs or sensing. Impedances have also decreased. The patient is having chest pain and shortness of breath. It is believed that the lead has perforated the patient. A lead revision is scheduled. There is no further information available. Should additional information become available, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.